Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy to remove the essure device") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6)2010, the patient had essure inserted. In (B)(6) 2011, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure was removed. At the time of the report, the hysterectomy and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered hysterectomy and pregnancy with contraceptive device to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.